Event description:
The reporter contacted animas on (B)(6) 2013 indicating that the patient experienced blood glucose levels of 500mg/dl. The pump reportedly beeped and shut off the previous night and the patient did not replace the battery. The following morning the patient's blood glucose level was elevated. The patient replaced the battery the next morning and the pump powered on properly. This report is being made based on the indication that the patient experienced elevated blood glucose levels following the pump losing power.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the black box history was reviewed and showed a "low battery" warning on (B)(6) 2013, 05:07; a "replace battery" alarm was confirmed on (B)(6) 2013, 07:50. The pump showed reboots in the black box. The pump had audible and vibratory alarms upon powering up. There was no physical damage observed to the returned battery cap or the battery compartment during evaluation. The returned battery cap fully attached to the pump with no issues. The pump was exercised for 24hrs with the returned battery cap with no power interruptions duplicated during testing. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within required specifications. A "low battery" warning was reproduced for the investigation. The pump gave the appropriate sound and displayed the correct message on the screen. The pump cover was removed and showed no evidence of internal moisture damage and no intermittent connections were observed. The power issue was confirmed in the black box but could not be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.